Event description:
It was reported that on (B)(6) 2015, the patient¿s head felt dizzy and they had pain when they worked in a lighting shop. The cause of the event was not determined and no troubleshooting, intervention, or other actions had been taken. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).